Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Occupation: reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the threaded portion of the holding sleeve with the thread was not engaging the unknown screws due to the threads being warped during an unknown procedure on (B)(6) 2019,. The surgeon had to use a second holding sleeve with thread. The procedure was successfully completed with no surgical delay reported. There was no patient consequence. Concomitant device reported: screws (part # unknown, lot # unknown, quantity # unknown) this is report for one (1) threaded holding sleeve for polyaxial screws. This is report 1 of 1 for complaint (B)(4)..